Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d2, g3, g6, h1, h2, h3, h6, h10. The following section was corrected: d4 (UDI#). Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned device show the end of the plunger is fractured and missing. The collet feature is damaged. The device shows wear & tear that indicates repeated use analysis noted the following: optical images of the device fracture surface show river line artifacts and a hinge suggesting a bending overload mode of failure. Device is used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported that the spring of the glenoid sizer handle broke off when trying to attach it to the sizer. No adverse event has been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.